Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended a safe replacement window of 90 days or reevaluation of the battery status at the end of that period. It is expected that the device is going to have sufficient battery capacity to support therapy during the 90 days. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Currently, there is no indication of product return. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended a safe replacement window of 90 days or reevaluation of the battery status at the end of that period. It is expected that the device is going to have sufficient battery capacity to support therapy during the 90 days. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended a safe replacement window of 90 days or reevaluation of the battery status at the end of that period. It is expected that the device is going to have sufficient battery capacity to support therapy during the 90 days. The device change out procedure was scheduled. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The product was not found in the facility, so it is not available for return. According to the sales representative, if the device is found in the future, it will be sent back to boston scientific for analysis. The product was received for analysis.